Event description:
Healthcare professional reported a right side "rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a.5a, g1.

Event description:
Healthcare professional reported a right side "rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured".

Event description:
Healthcare professional reported a right side "rupture." Device has been explanted. Manufacturer of device is unknown.